Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. The device is expected to be evaluated. Device logs obtained on 08-dec-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator had a "popping sound and a burning smell". Ventilation continued, but the screen blacked out and a red "warning lamp" turned on. There was no injury to the patient. Although it was reported that ventilation continued, a review of the logs indicate the ventilator had a loss of ventilation.

Manufacturer narrative:
Section d9 was updated due to device evaluation. Section h6 evaluation codes were updated due to device evaluation: method code (annex b) remove b24 and add b01 result code (annex c) remove c21 and add c13 conclusion code (annex d) remove d16 and add d14, d02 component code (annex g) remove g07003 and add g02005 h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, this 980 ventilator had a "popping sound and a burning smell". Ventilation continued, but the screen blacked out and a red "warning lamp" turned on. Although it was reported that ventilation continued, a review of the logs indicate the ventilator had a loss of ventilation (lov). The device was available for evaluation. The service personnel (sp) inspected the ventilator, found unit had a burnt smell and alarmed upon power up. Sp replaced the direct current (dc) to dc converter printed circuit board assembly (pcba) which had an evidence of thermal damage. Further, sp found unit's battery warning light was red and replaced the battery. Sp was unable to duplicate the screen blank out issue. Additionally, sp found the unit failed atmospheric pressure calibration and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the burning and popping sound which resulted unit to enter lov, was isolated in the field to potential fault in dc-dc converter pcba. The cause of the issue of unit had red warning lamp on was isolated to potential fault in the battery. The cause of the secondary issue of atmospheric calibration failure was isolated to potential fault in ifm pcba. The events are included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.